Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This if filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During use with the clip delivery system (cds) it was observed that the grippers were not parallel. The cds was removed from the anatomy and replaced. A new cds was used to continue the procedure. Two clips implanted, reducing mr to 1-2. There was no adverse patient effect reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported gripper actuation issue in this incident could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.